Event description:
A caller reported multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Despite the recurring issues, the customer resumed insulin without taking further actions.